Event description:
On (B)(6), 2021, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch delica plus lancets had a usability issue, they caused her an allergic reaction. This complaint was classified based on the information obtained from the customer care agent (cca) during the initial call. The patient stated that the alleged inaccuracy issue began at an unspecified time, around ¿2 years¿ prior to contacting lfs. The patient denied that she takes any diabetes medication to manage her diabetes and denied making any change to her usual diabetes regimen in response to the alleged issue. The patient advised that at an unspecified time after the alleged issue began, she developed the symptoms of ¿red scratch from finger to middle of arm¿. The patient stated that on ¿(B)(6) 2019¿ she contacted her doctor and was informed to take ¿benadryl allergy medication¿. At the time of troubleshooting, the cca confirmed that this was the first time the device was being used the patient then threw away the remaining lancets were. The cca established that. Based on the information provided there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention, administered by an hcp after a moderate allergic reaction to the lancets. The alleged issue could not be ruled out as a cause and/or contributor to the event.